Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ IV catheter stylet broke from the cannula. The following information was provided by the initial reporter, translated from french to english: on the other hand, the catheter is easily detached from the mandrel.

Event description:
It was reported that the bd insyte¿ IV catheter stylet broke from the cannula. The following information was provided by the initial reporter, translated from french to english: on the other hand, the catheter is easily detached from the mandrel.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 20-feb-2023 . H6: investigation summary our quality engineer inspected the 2 samples without unit packaging submitted for evaluation. The reported issue of catheter tip integrity was confirmed but the defects of catheter releases prematurely and stylet damaged / defective were not confirmed upon inspection of the samples. However, the defect of needle through catheter was observed during our examination. Analysis of the sample showed that both samples had damages to the catheter, with one having a v cut near the tip of the catheter and the other had the needle pierced through the catheter near the tip area. Bd cannot confirm the causes of the needle through catheter and catheter tip integrity defects were a result of the manufacturing process since the products were returned in a used state. Since both were used there is a possibility that the catheter damages could have been caused during use. There were no damages to the adapter and needle hub present, there for the defect of catheter releases prematurely was not confirmed. A root cause could not be determined since the defect was not confirmed by the sample evaluation. Production records were reviewed, and this batch meets our manufacturing specification requirements.